Event description:
It was reported that during a ptca procedure, the balloon catheter was advanced through the struts of a previously placed stent. The balloon became stuck in the stent and the distal shaft subsequently separated during removal. Pt status was listed as "good."